Manufacturer narrative:
The glucose, creatinine, and calcium reagents' lot numbers and expiration dates were not provided. General reagent issues can be excluded as no further issues were reported, and a correct rerun was performed with the same reagent. The customer observed too much water in the cell rinse station and that the rinse unit was dripping. The field service engineer readjusted the main pump pressure and the cell rinse levels and confirmed that the tests and module were performing within specifications. The root cause was related to service training.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose assay, creatinine assay, and calcium assay on a cobas pure c303 analytical unit. Glucose: initial result: 10.5 mg/dl. Repeat result: 131 mg/dl. Creatinine: initial result: 0.280 mg/dl. Repeat result: 2.44 mg/dl. Calcium: initial result: 1.69 mmol/l. Repeat result: 2.27 mmol/l. The physician questioned the initial glucose result, and the sample was then repeated.